Manufacturer narrative:
Robot has been reviewed and is within calibration. Unknown cause for the issue at this time especially as subsequent surgeries have been successful. Investigation with the clinician on the surgical plan and the surgical outcome is required.

Event description:
During a biopsy surgery the clinician reported a 3mm inaccuracy from intended target position of the biopsy sample. No further information is available on the impact on the patient. If the inaccuracy were to happen again, under different circumstances, the possible impact is that it could cause damage if unintended structure are passed through, and an incorrect part of the brain may be operated on. Although it is unlikely that this issue could result in death or serious injury, there is a potential for such an outcome in the worst-case scenario.